Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. The outer tubing overlay was breached cut and blood in/on helix mechanism (sleeve head). There was good set screw marks in a good location. Full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during patient follow-up on (B)(6) 2010, 19 nsvts (non-sustained ventricular tachycardias) were seen, likely representing noise. The right ventricular lead impedance had also decreased from approximately 800 ohms to 494. Exit block and 53 short interval counts were also noted. The lead was explanted. No patient complications have been reported as a result of this event.